Event description:
Same case as MDR ID# 2134265-2011-03532. It was reported that during a percutaneous transluminal angioplasty treatment procedure the catheter stuck on the guide wire. Vascular access was obtained via the femoral artery with an ipsilateral approach. The 100% stenosed chronic total occlusion target lesion was located in the moderately tortuous and non calcified external iliac artery (eia). A non bsc guide wire was exchanged to a 018 thruway guide wire. Predilation was performed with a 4.0-40/80cm sterling otw balloon catheter. A 10-49-75 wallstent was implanted and post dilation was performed with an unspecified balloon catheter. Ivus was performed using an atlantis imaging catheter. During advancement "slippage" between the thruway guide wire and the atlantis catheter was noted. The atlantis catheter and thruway guide wire became stuck. Both devices were removed. However, upon removal, resistance was encountered and it was observed that the tip of the atlantis sr imaging catheter had detached outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2011-03532. It was reported that during a percutaneous transluminal angioplasty treatment procedure the catheter stuck on the guide wire. Vascular access was obtained via the femoral artery with an ipsilateral approach. The 100% stenosed chronic total occlusion target lesion was located in the moderately tortuous and non calcified external iliac artery (eia). A non bsc guide wire was exchanged to a 018 thruway guide wire. Predilation was performed with a 4.0-40/80cm sterling otw balloon catheter. A 10-49-75 wallstent was implanted and post dilation was performed with an unspecified balloon catheter. Ivus was performed using an atlantis imaging catheter. During advancement "slippage" between the thruway guide wire and the atlantis catheter was noted. The atlantis catheter and thruway guide wire became stuck. Both devices were removed. However, upon removal resistance was encountered and it was observed that the tip of the atlantis sr imaging catheter had detached outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the distal tip end was broken off when received. The broken distal tip was broken off at the ro marker band 1.0cm long. The broken distal tip appeared stretched approximately 0.5cm long. There was no damage observed on the guide wire exit port assembly. During image characterization testing, no image appeared in the system due to electrical open at distal. No manufacturing defects were observed during visual and microscopic inspection of the transducer, distal housing, or distal end of the drive cable. No other issues or defects were observed during visual or functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Examination of the fracture site showed stretched areas, suggesting that the device was pulled against resistance, resulting in the observed tip separation. The most probable root cause was unable to be determined. (B)(4).